Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found a defective tip, plunger and 2-pole cable in the problem area of the instrument. The fse replaced the tip, plunger and 2-pole cable. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).